Manufacturer narrative:
A steris service technician inspected the unit and found that the connectpoint would drift after being placed into position. The technician cleaned the threads of the unit's friction screw, retightened it and placed the equipment back into service. No additional issues have been reported.

Event description:
The user facility reported that the arm of the connectpoint drifted down contacting an employee on the head. No medical treatment was sought by the employee.